Event description:
A user facility contacted gensia about a case of aspiration that occurred recently while an lma was being used. The pt did not have a history of reflux and was not obese. The pt was admitted from ER and given 2 mg of morphine sulfate at 10:30 pm. From midnight to 5:00 pm the following day the pt was npo. A hip operation was performed and throughout the case the pt's saturation range stayed in the 100's. About 40 mins before the case ended the pt's blood pressure fell, and ephedrine was administered. In recovery, the lma was removed, and the pt's oxygen saturation was in the mid to high 80's. The pt was intubated, then transferred to the ICU, where she was placed on a respirator for 23 days and treated with antibiotics. A chest x-ray confirmed the pt aspirated. The pt is still in the hosp, but has been extubated and is recovering. The facility did not report there was a problem with the product. The lma is contraindicated in pts who have not fasted and in those receiving opiate medication prior to fasting as it may delay gastric emptying. Both of these contraindications appear in the relevant section of the lma instruction manual.